Event description:
It was reported that a patient underwent a sigmoidectomy procedure on (B)(6) 2009 and a drain was placed. The surgeon penetrated the trocar from under the abdominal skin to out of the body, and connected the drain and the aspirator. On (B)(6) 2009, it was found that there was bleeding around the insertion site of the drain when the drain was removed from the patient. The surgeon opines that the trocar injured the artery of the musculus obliquus externus abdominis or the musculus rectus abdominis around the insertion site when the trocar was penetrated. The surgeon stopped the bleeding by suturing the bleeding area. The amount of bleeding was unknown and the surgeon did not transfuse. The patient is in stable condition.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 49278isp: mfg date: 03/06/2009, exp date: 03/31/2014. Batch 49643isp: mfg date: 05/20/2009, exp date: 06/30/2014. Batch 49697isp: mfg date: 06/03/2009, exp date: 07/31/2014. Batch 49698isp: mfg date: 06/04/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.